Manufacturer narrative:
Concomitant product: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was later reported that the patient was doing okay and did not experience withdrawal.

Event description:
It was reported that the patient experienced an infection and a pump and catheter explant was planned. The patient experienced wound breakdown in the presence of suspected infection at pump device pocket. The plan was to explant after weaning of intrathecal baclofen (itb) dose to attempt to prevent severe withdrawal. The reported symptoms were drainage, incisional wound opening and erosion all located at the pocket. Date of onset/diagnosis of infection was (B)(6) 2013. The pump device was used to deliver lioresal. It was later reported that the patient had the pump and catheter explanted on (B)(6) 2013. The itb dose was 25mcg/ml with a concentration of 500mcg/ml of lioresal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer and a few weeks after implant the patient's body rejected the pump and he got an infection. The wound never healed completely and it started to come out. It was noted there was also pus. F additional information is received, a follow-up report will be sent.